Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection at the incision site. The recipient reportedly stopped using the device due to the infection. The recipient was treated with two rounds of antibiotics (type unknown). The recipient was successfully programmed and is currently healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.